Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are having issued with their insulin pump. Customer states that they had a heart attack and were treated with electrical shock. Customer states that they were wearing their pump when they were shocked. Customer states that he is now receiving a battery out limit alarm and a reservoir alarm, and cannot clear them. The customer's blood glucose at the time is unknown. Customer states the keypad is not responding. The customer was advised to discontinue use of the pump, and that it would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. All of the buttons functioned properly. No damage in the keypad assembly and no unlocked lcd keypad connector during our visual inspection. The insulin pump has normal operating currents and no unexpected battery out limit alarm noted. However, the insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.